Event description:
It was reported that when using the bd pyxis¿ medbank tower user informed that the drawer was not open on the cabinet on medication issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open on the cabinet during medication issue. A technical support specialist (tss) remoted in, had the customer log out, and once the customer logged back in and it was worked. The system functioned as intended after the technical support specialist troubleshot the device.